Event description:
A publication, by mistry et al titled: previous bioglue repair mimicking cardiac infection with 18f-fdg pet imaging reported the following case. "The ventricular septal rupture (vsr) and pseudo-aneurysm repair were performed using bioglue - a surgical adhesive used to achieve hemostasis in large vessel.¿ ¿we present a patient with incidental 18f-fdg uptake in the site of previous cardiac repair with bioglue, mimicking an infectious process.¿ additional imaging using ¿wbc studies have higher specificity to detect active infectious disease"·5 and, in this case, was able to rule-out infection, confirming the presence of an inflammatory process, even 5 years after surgery. "

Event description:
A publication, by mistry et al titled: previous bioglue repair mimicking cardiac infection with 18f-fdg pet imaging reported the following case. "The ventricular septal rupture (vsr) and pseudo-aneurysm repair were performed using bioglue - a surgical adhesive used to achieve hemostasis in large vessel.¿ ¿we present a patient with incidental 18f-fdg uptake in the site of previous cardiac repair with bioglue, mimicking an infectious process.¿ additional imaging using ¿wbc studies have higher specificity to detect active infectious disease"·5 and, in this case, was able to rule-out infection, confirming the presence of an inflammatory process, even 5 years after surgery. "

Event description:
A publication, by mistry et al titled: previous bioglue repair mimicking cardiac infection with 18f-fdg pet imaging reported the following case. "The ventricular septal rupture (vsr) and pseudo-aneurysm repair were performed using bioglue - a surgical adhesive used to achieve hemostasis in large vessel.¿ ¿we present a patient with incidental 18f-fdg uptake in the site of previous cardiac repair with bioglue, mimicking an infectious process.¿ additional imaging using ¿wbc studies have higher specificity to detect active infectious disease"·5 and, in this case, was able to rule-out infection, confirming the presence of an inflammatory process, even 5 years after surgery. "